Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged image/picture could not be identified. However, it¿s likely the cause is related to a damaged/faulty charge-coupled device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the hd camera head failed leak test and had damaged picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had intermittent picture due to a charged coupled device (ccd), the camera failed leak test from cable and the coupler was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.